Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient being unable to charge their implantable neurostimulator (ins) recharger. The patient reported the desktop charger to recharger connection was loose, and the recharger screen intermittently switches between the splash screen and the "charge your recharger" screen. The patient charged the recharger overnight but it would not charge. Resetting the recharger did not resolve the issue. The patient stated that they were unable to charge their ins as a result and their stim has turned off. The patient experienced a return of pain and had to take acetaminophen and ibuprofen. The patient also reported a surgery unrelated to the device or therapy, but stated the stim had been helping with the pain from the surgery. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.